Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated shocking impedance measurements 29.0 months post implant. Guidant received additional information that noise was present on both the rate/sense and shock channels that was reproducible with arm isometrics. Pacing impedance measurements were consistent ans within a normal range.